Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated tsh results generated on a unicel dxi 800 access immunoassay system for two pts. The customer re-ran the samples on a different instrument and the results were within range. The initial erroneously elevated results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2010 to investigate the event. The fse replaced the substrate probe and adjusted the luminometer. Also, the fse performed a high sensitivity (hs) system check which failed the hs foam portion. The fse changed the peri-pump tubing and repeated the high sensitivity system check which passed within instrument specifications. Although the fse addressed some hardware issues, a definitive root cause could not be determined. This is 1 of 2 separate MDR reports related to 2 pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-04437 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.